Event description:
The manufacturer representative reports the pump was returned for analysis after 28 months of implant time. The patient had an isotope-scan because of a malfunction (unspecified) of the pump. The drug used in the pump was compounded baclofen 3000 mg/ml at 430 mcg/day. No further information was provided to the representative regarding this device. Additional information has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.